Manufacturer narrative:
The country of origin is (B)(6). The customer has replaced the probes and programmed carryover evasion washes on the analyzer. The field service engineer found that controls were outside of range for creatinine and two other tests. The engineer determined that the a probe was not fixed properly. The engineer replaced the probe and a lamp in addition to performing a precision test which was satisfactory results. Controls were tested and were within range.

Event description:
The initial reporter received questionable crej2 creatinine jaffé gen.2 - compensated method for serum and plasma from the cobas integra 400 plus. The initial result was 0.7 mg/dl and the rerun result after a calibration was 1.11 mg/dl the questionable results were not reported outside the laboratory. The customer noted that the creatinine required a frequent calibration attempt almost daily. The reagent lot number was 436853 and the expiration date was 31-jul-2021.